Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter was installed on (B)(6) and there was evidence of humidity. On (B)(6) while it was healing there was evidence of leakage of the catheter.the catheter was replaced and a delay in therapy without issue.

Event description:
The customer reports the catheter was installed on april 13 and there was evidence of humidity. On april 20, while it was healing there was evidence of leakage of the catheter. The catheter was replaced and a delay in therapy without issue.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for evaluation. Visual examination revealed the catheter body was cut. Microscopic examination revealed a small hole in the juncture hub on the proximal side. This hole is consistent with being punctured by a sharp object. The returned catheter body was cut to be 35 mm in length. The sample was functionally tested by flushing each extension line using a lab inventory syringe. When the proximal line was tested, water exited the distal end and the hole in the juncture hub. No leaks were observed when the distal line was tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "to minimize the risk of cutting the catheter, do not use scissors to remove dressing." The reported complaint of a leaking catheter was confirmed by complaint investigation. The returned sample contained one small hole in the juncture hub. The hole was consistent with a puncture from a sharp object. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received, it was determined that operational context caused or contributed to this event.